Manufacturer narrative:
Please note, that the device associated with this complaint, was expected to be returned. However, additional information received from the penumbra sales representative, indicated that the device was disposed of. And is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left posterior tibial artery using an indigo system aspiration catheter 5 (cat5), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed one pass using the cat5. While retracting the cat5 out of the patient¿s body to check if the cat5 was clogged, the physician broke the cat5 approximately 12 inches from the distal tip. Therefore, the cat5 was removed, and the broken distal end of the cat5 was removed along with the guidewire. The procedure was completed using an additional cat5 and the same sheath. There was no report of an adverse effect to the patient.